Event description:
During testing the device displayed e301 (audio alarm failure) with no audible alarm tone. The device was returned to the biomedical dept for a report of replace battery. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device displayed e301 (audio alarm failure) with no audible alarm tone. No add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing at the user facility. During testing the device displayed e301 (audio alarm failure) with no audible alarm tone. This was due to the piezo alarm assembly. Further testing by the supplier found that the transistor gain value (beta) of the transistor, internal to the piezo, was not sufficient to drive the piezo buzzer resulting in no audible alarm tone. This report represents all the info known by the reporter upon query by hospira personnel.